Event description:
The patient was unable to charge the stimulator for quite some time. Unspecified telemetry issues were encountered; overdischarge was suspected. The stimulator was found to be flipped. A surgical revision or replacement was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
See scanned page.